Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses as expected. Customer's blood glucose (bg) was 474 mg/dl. Bg was addressed by delivering manual boluses and performing a supply change. Review of the pump history by tandem technical support verified that the pump was working as intended. Customer maintained belief that pump was not delivering bolus correctly. Tandem technical support requested customer to upload data for a review to be performed; however, the customer declined to upload.